Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during preparation, the proximal section of the forceps broke. The procedure was completed with a different forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the handle of the hemostat was broken. The broken ends were observed under a microscope and no casting voids or other defects were found that could have caused or contributed to the breakage. It was noted that the condition of the returned unit was consistent with the complaint incident that the proximal section was damaged. Therefore, the most probable root cause is "handling damage". A lot history search was performed and found no other complaints against lot number 16415823. A device history record (DHR) review of lot number 16415823 was performed and revealed no related issues to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during preparation, the proximal section of the forceps broke. The procedure was completed with a different forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.